Event description:
Nurse reported customer being hospitalized due to high blood glucose levels. Customer's blood glucose was 1119 at time of hospitalization, also possibility of food posioning. Troubleshooting was performed and pump appeared to be functioning properly.